Manufacturer narrative:
H3): a portion of the lld remained in the patient, and the remaining portion was discarded, thus no investigation could be completed. H6): in the initial MDR, it was reported that a supplemental report would be submitted to capture component code 4755. After further review, it is determined that component 4727 most accurately describes the component in this event. Component code corrected to 4727. H6): added code 4621.

Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable. (B)(4).

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to occlusion and the need to upgrade to an ICD lead. A spectranetics lead locking device was inserted into the lead to provide traction during the extraction. The physician also chose a spectranetics 14f glidelight laser sheath to use during the procedure. When the glidelight device reached the mid-subclavian area, the patient's blood pressure dropped and there was significant blood loss at the device's insertion site. Rescue interventions commenced, and a sternotomy was performed. A subclavian injury was discovered, blood products were given to the patient, and suture was used to repair the subclavian injury (please reference MDR 1721279-2021-00078 which captures the glidelight device which was in use in the area of injury when the patient's blood pressure dropped). The physician had concern that traction would damage the surgical repair of the vessel and there was no attempt to retract the lld, so the rv lead, with the lld inside the lead, were both cut, capped and remained in the patient's body; this report captures the lld which remained in the rv lead. Although there was no alleged malfunction of any spectranetics device in use during the procedure, a portion of the lld remained within the patient's body.